Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/22/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? No. How many devices demonstrated the alleged deficiency? 3 prolene 3/0 threads of the same box broke too easily when hand-tightened knots. So I asked for a prolene 3/0 from another box that did not break during the same hand tightening. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available."

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, an ent surgeon reported a problem on 1 boxes of prolene wires. ¿unable to finalize the sutures because the thread yields to the tightening of the knots¿ solved the problem by taking threads from another lot number available at the clinic. No adverse patient consequences were reported. Additional information was requested.